Event description:
Da vinci xi robotic instrument arm cable fray. Unable to use further in case as it does not function properly with frayed cables. Instrument was cleaned after case and given to me for further action. Submitting instrument for further investigation.